Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) could not be interrogated or telemetered, and did not provide a magnet rate. The ipg had been implanted for one month. Several different magnets were used from different perspectives, several different programmers and wands were used, and the patient was moved to different rooms and different outlets were used. The ipg could still not be interrogated, telemetered, or provide a magnet response. The ipg was explanted, replaced with another cpi ipg, and returned to st. Paul for analysis.